Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator system was infected with staphylococcus aureus. The devices were explanted and the patient was treated with antibiotics. The patient was hospitalized associated with the infection. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.